Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was 200 mg/dl. The customer reported that they were rewinding the insulin pump and was changing the set and motor error alarm occurred. The customer also reported that the insulin pump had a motor position encoder error. The customer reported that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to corroded home switch noted.